Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a system exchange procedure. During procedure, the physician could not insert the right atrial lead after multiple attempts. The physician alleged there was blood under the outer insulation of the lead. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.